Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator service required" code was observed in the ventilator's error log. The service technician presumed the issue has been addressed. The device's oxygen blending module board was damaged. The device passed final test.